Manufacturer narrative:
An additional event was identified and therefore added to this summary report. 1 device that was pending was evaluated in the field but the issue was not confirmed; no defect or malfunction was found. Section h codes have been updated. 2 devices are still pending evaluation.

Event description:
No new information.

Manufacturer narrative:
1 device that was pending evaluation was evaluated in the field and the issue was confirmed. The device was repaired on site and returned to service. 1 device that was pending was evaluated in the field but the issue was not confirmed; no defect or malfunction was found. Section h codes have been updated.

Event description:
This report now summarizes 149 malfunction events, instead of 150.

Manufacturer narrative:
This record is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 146 devices were functionally/visually inspected in the field. The devices were repaired and returned to use. 1 device was not evaluated and no cause was determined, as the customer did not make the device accessible for testing. 3 devices are pending evaluation. There was no remedial action taken. This device is not labeled for single use.

Event description:
This report summarizes 150 malfunction events, where it was reported the devices experienced difficult to load/unload the cot in the ambulance. No adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
An additional event was identified and therefore added to this summary report.

Event description:
This report now summarizes 150 malfunction events, instead of 149.